Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not roll up properly so the seal did not load in the delivery tube. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection revealed that seal subassembly was left in the loader and the delivery device was outside the loader device with the plunger not depressed. The reported complaint is confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B) (4).